Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of multiple struts beyond the wall of the inferior vena cava (ivc) caval thrombosis, ivc stenosis, and the device is unable to be retrieved. The patient reported becoming aware of perforation of filter struts outside the ivc, blood clots, clotting and or occlusion of the ivc approximately nine years and seven months post implant. The patient also reported that a computerized tomography (CT) scan revealed caval thrombosis and ivc stenosis and the patient has experienced stress and anxiety related to the filter. According to the implant record the indication for the filter placement was pulmonary emboli despite anticoagulation, in addition to needing surgical revision of a below the knee amputation. The filter was placed via the right internal jugular vein and deployed at approximately the level of t12-l1 disk interspace. The medical history of the patient has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, occlusive thrombosis and stenosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation of multiple struts beyond the wall of the inferior vena cava (ivc), caval thrombosis, ivc stenosis, and the device is unable to be retrieved; although, no documented attempts to remove the filter were provided. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient presented with thrombosis of the right lower extremity and experienced pulmonary emboli (pe) while on intravenous (IV) heparin. Because of the risk of additional pulmonary emboli and the need of a surgical revision of the below-the-knee amputation to an above-the-knee amputation, it was decided that it was reasonable to place a vena caval filter. With the use of ultrasound guidance, a needle was inserted into the right internal jugular vein, and a guidewire was placed through the vein with fluoroscopy into the inferior vena cava. A venogram was performed identifying the left renal vein at approximately the level of t12-l1 disk interspace. No other thrombus identified or clot within the area. The filter was delivered at the l1-l2 disk interspace. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, blood clots, clotting and or occlusion of the ivc; anxiety and stress, and device unable to be retrieved; however, no documented attempts to remove the filter were provided. The patient also reports that a computerized tomography (CT) scan of the optease filter further reported caval thrombosis, and ivc stenosis, becoming aware of these events approximately nine years and seven months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of multiple struts beyond the wall of the inferior vena cava (ivc), caval thrombosis, ivc stenosis, and the device is unable to be retrieved. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, occlusive thrombosis and stenosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation of multiple struts beyond the wall of the inferior vena cava (ivc), caval thrombosis, ivc stenosis, and the device is unable to be retrieved; although, no documented attempts to remove the filter were provided. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.